Event description:
Patient presented to the ER physician with shortness of breath two days post implant procedure. Imaging was performed, and a pneumothorax was confirmed. Emergency room (ER) physician attempted to insert a chest tube but missed the lung and hit the liver. ER physician decided not to insert the chest tube, removed it, and admitted the patient for observation. A week later, the pneumothorax had resolved without intervention, and it was confirmed that there was no injury to the liver. The patient was discharged. Inspire physician suspected pneumothorax was due to sensor tip placement.